Manufacturer narrative:
The reported product is not expected to be returned, as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader. And no trends were identified that would indicate any product related issues. In the event, that unanticipated product is received. A physical investigation will be performed, per adc's established processes and procedures. And a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, that the adc device would not power on with either button press or test strip insertion. The customer reported due to this issue, the customer experienced seizure and/or loss of consciousness. But indicated, they were able to self-treat with lantus insulin (dose unknown). No further details were provided as the customer disconnected call. There was no report of death or permanent injury associated with this event.